Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that since broken borough (bb) was performed the patients¿ blood pressure gradually decreased. The procedure continued and the patient continued to receive noradrenaline and fluid replacement. Although left pulmonary vein (lpv) and right pulmonary vein (rpv) were isolated, afib persisted. Since the procedure was also a persistent afib (peaf)procedure, the bottom and roof were ablated to make box isolation. Patient returned to sinus rhythm (sr) by defibrillation (dc), but their blood pressure did not return to 50's. Pericardial effusion was confirmed by sound star, and cardiac tamponade was diagnosed. Event occurred after ablation of left pulmonary vein isolation (lpvi), right pulmonary vein isolation (rpvi), roof line, bottom line, and box ablation ended. Ablation was completed, and pericardial drainage was performed. When performed, blood pressure returned to 140. After that, the procedure was completed and entered the ccu. Atrial septal puncture was performed with using rf needle. The wire migrated outside the left atrium after septal puncture. Steam pop was not confirmed. Flow rate setting of irrigation catheter was low flow rate of 2ml at 30w, 8ml at 31w. And 15ml pre-rf time, post rf time 2ml. The physician commented that ¿at the time of b.b., the wire had been out of the cardiac cavity and that this may be the cause¿. This complaint will be conservatively reported under thermocool® smart touch® sf bi-directional navigation catheter since it was reported that the event occurred after ablation even though the physician commented that ¿at the time of b.b., the wire had been out of the cardiac cavity and that this may be the cause¿. The physician¿s opinion on the cause of this adverse event is that it was due to the procedure. The patient outcome of the adverse event is improved. The patient did require extended hospitalization because of the adverse event, but details unknown. Other relevant history: dm, hypertension, polymyalgia rheumatica, dyslipidemia, inguinal hernia operation. A smart ablate generator was used in the event. A transseptal puncture was performed, rf needle was used. Prior to noting the effusion ablation was performed. This event was detected after ablation phase. An irrigated catheter was used in the event, the flow setting was low flow: 2, 30w:8, 31w:15, pre rf time:1, post rf time:2. Correct catheter settings were selected on the generator, malfunction of sap and sag was not detected. The pump was switching from ¿low¿ to ¿high¿ flow during ablation, malfunction of sap and sag was not detected. No error messages were observed on biosense webster equipment during the procedure. Dashboard; vector; visitag force visualization features were used. Fot additional filter was used with the visitag. Tag index color option was used prospectively. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 25-apr-2022, bwi received additional information regarding the events. The patient is a 76-year-old male patient (78 kg). The smart touch bidirectional sf lot number is 60656665l. Drainage was performed as an intervention. No relevant tests or laboratory data. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).